Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was unknown. Customer also states that display was not blank less than 30 seconds and does not returned. The customer also stated that the display was currently blank. Customer also stated that battery compartment was neither damaged nor corroded. Customer also states that display does not returned after pump restart. The customer was advised that insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.